Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "scan again in 10" message followed be a "sensor ended" message after 6 days of wearing the freestyle libre sensor and being unable to obtain readings. Customer experienced symptoms described as "lost sense of time", confusion, and a loss of consciousness during which he fell and hit his waist. Customer was unable to self-treat, requiring treatment of "sweets" provided by his wife. No further treatment was reported. There was no report of death or permanent impairment associated with this event.